Manufacturer narrative:
During preventative maintenance (pm) performed by a getinge field service engineer (fse) replaced the vacuum and completed the pm. The iabp unit has been reported to be functional and the safety checks are complete. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the vacuum was not high. In addition, during the pneumatic performance test the vacuum recovery time was more than 6 sec. The vacuum fitting was noted to be cracked at the thread. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced (d040-00-0147) kit 5000 hr prevent maintenance, (d997-00-0985-01)safety disk and (d103-00-0375) pneumatic component to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.